Event description:
The customer contacted philips healthcare to report that the lead ii button on the top left of the display is missing. This would impact leads ECG selection and display of waveform.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted upon completion of the investigation.